Manufacturer narrative:
The trial evoke spinal cord stimulation (scs) system was not returned to saluda. The cause of the reported patient symptom could not be established. Weakness, clumsiness, numbness, abnormal sensations or pain requiring surgery (including revision, explant, and replacement) as a result, is listed as a potential risk in manufacturer¿s instructions for use (IFU). The manufacturing records, including sterilization records, were reviewed and the product met requirements for release. Section d4 for lead lot number 9015326068. Expiration date ¿ 20 march 2025. Unique identifier (UDI) - (B)(4). Section h4 device manufacture date ¿ 21 march 2023.

Event description:
A patient reported experiencing post-surgery pain following implant of evoke spinal cord stimulation (scs) trial system. The patient¿s scs system was explanted prior to any programming.